Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Troubleshoot was performed. Customer cannot recall blood glucose reading. Customer said replace battery now without a low battery warning happened twice, changing to new battery did not resolved the issue. Customer was unable to ace the menu. Customer reported battery cap was not damaged. Customer was advised to replace the insulin pump. Customer was advised to use the insulin pump until replacement arrives. Insulin pump will be returning for analysis.